Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Analysis also found over infusion of undermined root cause. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving morphine [25 mg/ml] at a rate of 7 mg/day and dilaudid [2 mg/ml] at a rate of 0.56 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back syndrome. It was reported that the pump has a critical alarm and the patient was experiencing withdrawal symptoms of vomiting, diarrhea, and sweats. The pump was interrogated and stated in the logs that there was a series of motor stalls with no recovery. The physician had the pump stopped and the patient was in the hospital and was still deciding whether or not to replace the pump. Surgical intervention was planned. The issue was reported as not resolved.

Manufacturer narrative:
Correction: hospitalization should have been checked in regulatory report 3004209178-2017-01667.

Event description:
Additional information received from a representative reported a motor stall was seen at initial interrogation. The representative reported there was a pump replacement due to a motor stall for that patient. The representative had originally called in to customer service regarding it. The representative had no other details. The representative did not know health care provider (hcp) information. The representative did not know any intrathecal drug information. Additional information received from a representative reported it was unknown if the patient recently had a magnetic resonance imaging (MRI) procedure. The representative wanted to confirm that the motor stall had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.